Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient presented for in clinic follow-up. Intermittent phrenic nerve/diaphragmatic stimulation was noted. The device was reprogrammed but patient continued to experience intermittent stimulation. The patient will be reassessed in 3 months. Patient noted feeling better after programming changes.